Manufacturer narrative:
Desc evt problem: the following was reported in the article: in 33 cases, the postprocedural CT scan revealed an asymptomatic ext ravertebral cement leakage: 17 burst and 16 compression fractures.

Manufacturer narrative:
Desc evt problem: the following was reported in the article: after a complex operation, which included the explantation of a dislocated internal fixator, bilateral decompression of the spinal canal, and a kyphoplasty in t12, (B)(6) patient suffered a wound infection that had to be surgically revised. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date of this report.

Event description:
In an article title: "treatment of painful osteoporotic compression and burst fractures using kyphoplasty: a prospective observational design," the following events were reported: one pt with extravertebral cement leakage into the spinal canal with permanent monoparesis. The pmma was instantly evacuated via a hemilaminectomy. Two pts with transient radicular paresis due to nerve root contusion during the approach. One pt death occurred within the 30-day post-operative period, caused by myocardial infarction. One pt death occurred within the 30-day post-operative period. Caused by pneumonia with septicemia. No additional info reported.

Manufacturer narrative:
(B) (6). Report source: an article: "treatment of painful osteoporotic compression and burst fractures using kyphoplasty: a prospective conservational design". Michael stoffel, md., iris wolf, md, florian ringel, md, carsten stuer, md, horst urgack, md and bernhard meyer, md, j. Neurosurg: spine / volume 6 / april, 2007. Device not returned, internal review of literature, follow-up with author.